Event description:
Per provider, pilot valve is contaminated. Per independent repair center statement unit is alarming or red light. The key failure was the pilot valve for the manifold was contaminated.